Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a rapidcross to treat a severely calcified 250mm lesion. Of a dialyzed patient. The physician performed insertion by antegrade approach to treat the target lesion in right ata (anterior tibial artery) stenosis-90% and used a non-medtronic 6fr sheath and an non- medtronic guidewire. The device was prepped with no issues. Negative prep was performed. Pre-dilation was not performed. No resistance was noted when the protective sheath was removed or when advancing the device to the lesion the rapidcross was inflated and the device was advanced a little bit after deflation. Re-inflation was performed. When the physician attempted to remove the balloon catheter, the tip part of the device became trapped in the calcified lesion and the balloon ruptured at the proximal centre marker. There was difficulty removing the device. The physician inflated the remaining parts with a small diameter non-medtronic balloon to create space and used a snare and non medtronic guide catheter to attempt removal but this failed. The fragment fell into the patient¿s cavity and could not be retrieved. The procedure was extended for more than 30 minutes but was terminated early.

Manufacturer narrative:
A non-medtronic inflation device was used. The balloon did not rupture as was reported but became stuck causing it to tear following deflation. The patient status was stable with fragment remaining in body. Further treatment is planned to retrieve the fragments from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the rapidcross dilatation catheter was received in two segments: the large proximal segment that includes the hub and proximal guidewire port, and an inner guidewire lumen segment with balloon material segment. Not all components of the rapidcross were returned. Missing are approximately 170mm of balloon chamber material, three radiopaque marker bands, and an undetermined length of inner guidewire lumen with distal tip. Per the reported event description further treatment is planned to remove the fragments left in the patient. The proximal segment consisted of the hub, catheter shaft, rx port, and outer sheath of the inflation lumen. Two separation faces are present on this segment: one at the rx port and one at the distal end of the outer sheath inflation lumen at the proximal bond weld site. The distal segment consists of the inner guidewire lumen with one radiopaque marker band and balloon chamber segment. The marker band is most likely the proximal marker band. The 210mm rapidcross has five marker bands, this indicates that four marker bands are missing. The balloon chamber over the inner guidewire lumen was loose and removed with ease from the inner guidewire lumen. The returned balloon chamber segment is approximately 40mm in length. Approximately 170mm of balloon chamber length was not returned. The returned balloon segment exhibits radial/circumferential tearing. The inner guidewire lumen exhibits tensile stretching, torsional stretching, and accordion folding. If information is provided in the future, a supplemental report will be issued.